Manufacturer narrative:
The customer¿s concerns of an over infusion of insulin was not confirmed in the logs or replicated during testing. The pcu event log identified an infusion insulin ¿regular¿ (drug ID 200) that was programmed on (B)(6) 2019 at 11:23 pm. The infusion is started at 11:24 pm. The pump infused until (B)(6) 2019 at 12:19 am when the device alarms for a patient side occlusion. Although the infusion is restarted, the user immediately pauses the infusion. At 1:20 am the infusion is channeled off. Total volume infused was logged as 6.438 mls. It could not be determined why the infusion was terminated early. There were no obvious programming errors observed. Rate accuracy testing found the device infusing fluids in specification. Additional testing performed on the 3rd party latch and sear found no irregularities. The incident administration set was not returned; therefore, could not be tested. Inspection of the pumping mechanism found no irregularities. The root cause of the complaint of an over infusion of insulin was not identified.

Event description:
It was reported that an order for insulin drip 100 units / 100 ml was received to run at 7 units/hr for a patient who came in to emergency department with a blood sugar of 914 mg/dl. Patient had a prior dose of insulin 10 units bolus upon arrival. The infusion was programmed to IV pump and was verified by the bedside rn and charge rn. Blood sugar was rechecked and showed "above 600". It was noted that after the nurse had given report to the receiving unit, it was observed that the insulin bag was empty. Patient 's blood sugar was rechecked every 15 minutes with the following results: 392 mg/dl with a further downward trend with the lowest reading of 79 mg/dl at 0334. It was also reported that per doctor's orders, the patient was given an amp of d50 and a d10 infusion was started. The patient was also given sweet things to eat. It was observed that the patient remained stable, and there were no lasting effects.